Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that when the patient stood up the patient encountered a power on reset (por) error. The patient denied any trauma or falls that could have been related to the por. The patient stated that while the por appeared today, the patient has not been getting "the warning [she] used to when [she] knew [she] had to go, but[she has] been running to the bathroom more." The patient stated that this loss of therapy began "about a couple weeks ago" which was clarified to mean early (B)(6). The change was not reported to have been sudden. Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a patient reported their fecal incontinence symptoms were back. The patient stated the steps taken to resolve the power on reset (por) was the patient¿s healthcare professional (hcp) gave the patient the manufacturer¿s phone number. The patient noted they were in the process of resolving the por and loss of therapy. They were seeing a hcp on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review discovered that (B)(4) was coded in error. The allegation initially used to code (B)(4) is actually covered under (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.